Event description:
It was reported that the wand was smoking upon use. Replacement wand worked fine. No pt injuries or complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.